Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.59 ng/ml which upon repeat on a different instrument gave a result of 0.07 ng/ml. The sample was then re-centrifuged and re-tested upon which it gave results of 0.12 and 0.36 ng/ml and a result of 0.07 ng/ml on a different instrument. The erroneous result was not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was lihep plasma and centrifuged for 3 minutes at 5600 rpm. Qc prior to and after the event and was within the established ranges. A field service engineer (fse) was on site (B)(4) 2009. Fse rebuilt the precision pump and replaced the precision belt. System check, precision run and qc were all within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.